Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead could not be fixed on the desired location. The physician attempted several times but was unsuccessful. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was the lead could not be fixed very well when it was placed on the right atrium. A complete lead was received in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. All tines were intact and undamaged. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.